Event description:
The customer reported that fluid spilled on image intensifier and c-weldment.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.